Event description:
During the device evaluation, the rhino-laryngo videoscope exhibited "blisters" of foreign material on the bending section rubber and inserting part, suspected to be fixated proteins from the use of glutaraldehyde and a uvc cleaning machine. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: inadequate cleaning of the device prior to disinfection with glutaraldehyde, which caused the protein to adhere and the uv-c light discolored the adhering protein. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.